Manufacturer narrative:
A technical support engineer (tse) reviewed the logs and identified an error indicating that the surgeon may have had their head in the console in following mode and let go of the right master tool manipulator (mtm). A field service engineer (fse) investigation was performed, and the reported event was not replicated. A field service engineer (fse,) was dispatched to the site. The fse attempted to recreate the issue with the surgeon but could not duplicate the issue. The surgeon stated she was looking down to adjust the scope settings and may have not fully removed her head from the head sensor. The fse performed completed gravity compensation calibration on the surgeon side console (ssc) 2 right and left mtm for customer satisfaction. The fse performed system verification with no issues. The system was ready for use.

Event description:
It was reported that during a da vinci-assisted hernia surgical procedure, the surgeon reported the right arm was floating. A technical support engineer (tse) reviewed the logs and informed the clinical sales representative (csr) the logs showed an error indicating that the surgeon may have had their head in the console in following mode and let go of the right master tool manipulator (mtm.) The monopolar curved scissor (mcs) instrument was on the right universal surgical manipulator (usm) drifted and caused a small bowel injury. The surgeon repaired the bowel by oversewing the area with suture. Minimal bleeding occurred. The procedure was completed robotically.